Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water leakage from the mouthpiece and grip, as well as the suction cylinder. From this, wire and grip corrosion was noted. A further cause of leakage could not be established. The suggested event can be detected by performing inspection prior to use described the following chapter of the instructions for use (IFU): 3.2, inspection of the endoscope. It is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing inspection of the device, it was found a liquid ingress was due to a leak. Due to the presence of liquid, switches and the lever were not working. Additionally, there was a leak in the control unit suction cylinder, forces elevator mouthpiece, and the grip unit. The electrical safety checks failed on multiple criteria. The distal end cap (insertion part) was corroded. The bending section was distorted and crushed and corroded. The bending joint between the 1st and second bending was stuck at the lever. The insertion part connecting tube had a dent. The outer condition of the control unit had corroded. The grip had a leak and was detached. The suction cylinder had a leak and had corroded. The lock elevator mouthpiece had a leak and was corroded. The scope cover was corroded. The distal lever was stuck. The universal cord had a dent. The connector had water ingress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope experienced the arm handle did not rotate. The event occurred during procedure. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was immobility of the angulation control lever due to foreign material caught in the mobile part of the control section. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.